Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The available follow up data from (B)(6) 2025, showed a stimulation impedance of 478 ohms and shock impedance of 72 ohms. The analysis of the provided iegm episode no. 36 from (B)(6) 2025, revealed artifacts on the ff and rv channel, which led to oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The available follow up data from july 10, 2025 showed a stimulation impedance of 478 ohms and shock impedance of 72 ohms. The trend data accumulated between august 01, 2025 and january 30, 2026 showed stable pacing impedance around 600 ohms and stable shock impedance around 65 ohms. The analysis of the provided iegm episode no. 36 from july 10, 2025 revealed artifacts on the ff and rv channel, which led to oversensing. Episode no. 42 from january 30, 2026 again showed artifacts on the ff and rv channel. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing in the ventricular channel was observed. The device was reprogrammed by turning the therapies off. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.